Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive results for one patient while using the architect total b-hcg reagents. The following results were provided (miu/ml). Initial 9.31, repeat 14.64, 57.24, 70.66, 71.74 (positive). Edta plasma 4.10 (negative). Serum 81.83 (positive) using reagent lot 58827ui00. Serum 84.51 (positive), edta plasma 4.62 (negative) using reagent lot 61052ui00. Serial dilutions showed multiple sample results less than 1.2. Roche method showed negative results, less than 0.1. No impact to patient management was reported.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling, and accuracy testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The product was not available for return. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Based on all available information and abbott diagnostics complaint investigation, the assay performed as intended and no product deficiency was identified.